Event description:
Reporter alleged obtaining a result of 428 mg/dl on aviva system 1 compared back to back with the result of 181 mg/dl, 193 mg/dl, and 229 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal 50 units of lantus. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Handle discolored and gummy.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).